Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure on (B)(6) 2020, the procedure was abandoned due to the patient suffering tachycardia and hypoxia. The patient recovered well post-operatively. Only one lead was implanted.